Manufacturer narrative:
The damage was found sustained in the field. The device was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient house was hit by lightening and the cardiac transmitter would not power up. The device was unplugged from the outlet and the prongs removed. Visible charring was seen. A different outlet was attempted but the device did not power up. The transmitter was exchanged.